Event description:
The hill-rom technician reported that the ground pin was broken off the ac power plug. He replaced the ac plug on the power cord to resolve the issue. There were no reported events associated with this product problem.